Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system could not be started up. Upon troubleshooting, the philips remote service engineer (rse) found that there were 2 defective fuses in gpdu (generator power distribution unit) unit and requested for onsite service. The philips field service engineer (fse) went onsite and found that topwork power circuit and both f1 and f2 fuses were defective. To resolve the issue, fse replaced fuse and topworks unit in the central power supply of the m-cabinet. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.